Manufacturer narrative:
(B)(4). Batch #t5dv1g. Investigation summary: the analysis results showed that one ecr45b reload was received partially fired 1/10. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats surgery, after severing the pulmonary fissure tissue, staples were malformed with irregular shapes. Changed to a new device to complete the surgery. There was no patient consequence reported. No additional information can be provided.